Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and the root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use which state: " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿. ¿ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿. ¿inspection of the water feeding function¿. ¿1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no air/water supply was not confirmed. In addition to evaluation in report, due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had white-clouded area. Color ring had a crack. Adhesives around objective lens had white-clouded area. Adhesives around light guide lens had white-clouded area. Plastic distal end cover had a scratch. Plastic distal end cover had a burn. Image guide protector had a scratch. Grip was shaved. Switch button 1 had a scratch. Switch button 3 had a scratch. Objective lens had a scratch. Connecting tube had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending to olympus. User facility did not know when the foreign object adhered to the scope. The endoscope was not used for a procedure with the foreign material attached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera gastrointestinal videoscope could not supply air/water. There was no report of patient harm associated with this event. During incoming inspection, it was determined foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.